Event description:
It was reported that during a gastric bypass procedure, the device cut but failed to deliver staples. Sutures were used to complete the procedure. The procedure was prolonged.

Manufacturer narrative:
Information anticipated, but unavailable at this time.